Event description:
During the repair for an unrelated issue, the bench technician found that a speaker malfunction inop was displayed on the device. It was confirmed there was no sound. The device was not in use monitoring a patient at the time of the reported malfunction. No patient involvement.